Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient was unable to sync to external neurostimulator (ens). Troubleshooting steps were followed without success. Patient was also experiencing bleeding at incision site, pain and soreness. The issue was not resolved at the time of the report. There was no surgical intervention that occurred. Additional information was received from the trial patient and it was reported that the patient had a very hard time since starting evaluation. The patient reported that she had some type of allergic reaction to ¿latex or device¿ could have also been from the bandages. The patient reported that she developed shingles for the third time, she was itching all over her body and her neck hurt. The patient reported that she had been sick since the leads were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.